Manufacturer narrative:
Conclusion: vicryl plus suture is a synthetic absorbable sterile surgical suture composed of a copolymer made from glycolide and l-lactide. The polymers of this suture have been found to be nonantigenic, nonpyrogenic and elicit only a mild tissue reaction during absorption. All of the original breaking strength is lost by five weeks post implantation and the absorption of coated vicryl suture is essentially complete between 56 and 70 days post implantation. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Pt reported that she developed a contact dermatitis one day following surgery. This manifested to "full blown" hives approximately one month following surgery. The pt returned to the emergency room and was administered intravenous benedryl, pepsin and solumedrol; the symptoms did not resolve. Pt reports that symptoms of varying intensity, mostly on the extremeties, persist approximately 3 months post-op.